Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument it was noted that the wire on the instrument was broken. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with a frayed pitch cable at distal clevis hub. No excessive damage was found at the clevis. The frayed segment is approximately 0.03 in length. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.